Event description:
It was reported that the statlock was damaged during the patient rehabilitation. There was no reported patient injury. On 11/08/2022 - during evaluation it was determined that the returned statlock retainer was detached from the foam pad.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged statlock is confirmed but the exact cause remains unknown. One statlock securement device was returned for evaluation. The statlock retainer was detached from the foam pad. Evidence of tearing was noted on the foam pad. Microscopic inspection of the retainer base revealed adhesive to be present. Based on the characteristics of the damage observed, possible contributing factors include exposure to pulling forces leading to detachment of the statlock. Since the retainer was found to be detached from the foam pad, the complaint is confirmed but the exact cause of the detachment or contributing forces remain unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.